Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes were giving erroneous results. This occurred on 100 occasions after use. The following information was provided by the initial reporter: intermittent discrepant progesterone results on dogs have been observed over the last 6 months,2-3 per day. Samples were collected in the bd vacutainer® serum tube with clot activator. Samples were run on the biomeriex mini vidas®automated immunoassay system eg of discrepant result. Blood was drawn from a dog using a needle and syringe. Blood aliquoted into 3 tubes. Progesterone results obtained from each tube was 6, 24, and 48nmol/l. Repeat results 11, 32 and 58nmol/l. Results from samples which were aliquoted into plastic test tubes and then analysed were consistent eg 17.6, 17.2,16.93nmol/l. Troubleshooting by the biomeriex has excluded any issues with the analyser. Samples of discrepant results were sent to a another lab using a different analyzer and discrepant results were also observed. As a consequence of the release of inconsistent progesterone results, false reports of ovulating resulted in insemination of dogs for breeding not being successful. This has had significant financial implications for both the clinic and clients who have lost faith in the clinic.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes were giving erroneous results. This occurred on 100 occasions after use. The following information was provided by the initial reporter: intermittent discrepant progesterone results on dogs have been observed over the last 6 months,2-3 per day. Samples were collected in the bd vacutainer® serum tube with clot activator. Samples were run on the biomeriex mini vidas®automated immunoassay system eg of discrepant result. Blood was drawn from a dog using a needle and syringe. Blood aliquoted into 3 tubes. Progesterone results obtained from each tube was 6, 24, and 48nmol/l. Repeat results 11, 32 and 58nmol/l. Results from samples which were aliquoted into plastic test tubes and then analysed were consistent eg 17.6, 17.2,16.93nmol/l. Troubleshooting by the biomeriex has excluded any issues with the analyser. Samples of discrepant results were sent to a another lab using a different analyzer and discrepant results were also observed. As a consequence of the release of inconsistent progesterone results, false reports of ovulating resulted in insemination of dogs for breeding not being successful. This has had significant financial implications for both the clinic and clients who have lost faith in the clinic.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for discrepant progesterone results with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The IFU for this tube type (serum) indicates that the minimum time recommendations for serum tubes is 60 minutes. Recommended times are based upon an intact clotting process. This is considered an off label use of this product. A review of specimen handling parameters should be reviewed for this tube type. We do not have the capability at this time for veterinary investigations.